Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the permanent cautery hook instrument for evaluation, but the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. No image or video clip for the reported event was submitted to isi for review. A review of the procedure log with the information provided resulted in no additional information. In addition, a review of the instrument logs showed the permanent cautery hook instrument (part # 470183-14 / lot #n12210419-0038) was last used on (B)(6) 2022 during a procedure with system (B)(4). The permanent cautery hook instrument had two uses remaining. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that during a da vinci-assisted liver resection surgical procedure, the surgeon observed fire from the permanent cautery hook instrument tip. At this time, it is unknown what caused the fire to the instrument tip to occur. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the surgeon observed fire from the permanent cautery hook instrument tip. The customer replaced the permanent cautery hook instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional/updated information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The instrument was in use for one hour up until the reported event. The customer observed no damage to the conductor wire insulation. No evidence of thermal damage was identified. The surgeon activated monopolar energy with an external force triad generator and was dissecting at the time of the event; however, the instrument tip was not in contact with tissue. The electrosurgical generator unit (esu) settings were as follows: cut 30 and coag 40. The fenestrated bipolar forceps instrument was also in use when the issue occurred. The instrument did not collide with any other instrument or tool during the procedure. The tip of the instrument did not come in contact with any other objects when the issue occurred. Additionally, the instrument tip was not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to energy activation. It was confirmed that there was no patient harm, injury or adverse outcome. The instrument is available for return to isi for evaluation. No photographic images of the device or a video recording of the procedure are available.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found thermal damage on the monopolar yaw pulley. The electrical continuity test was performed and passed. The root cause of the thermal damage on the instrument monopolar yaw pulley is attributed to mishandling and misuse. As part of the investigation, inspection identified additional observations. The instrument was found to have damage of the conductor wire¿s insulation. As a result, the internal wires were exposed. The root cause of this failure is attributed to a component failure. The distal end of the instrument was disassembled, and the instrument was found to have thermal damage on the conductor cap. The root cause of this failure is attributed to mishandling and misuse. The damaged conductor wire insulation and thermal damage on the conductor cap are related to the primary issue. Further inspection found a frayed grip cable and pitch cable at the distal end of the instrument. The frayed cable strands were stuck out at the wrist. The root cause of the frayed grip and pitch cable is attributed to a component failure. These failures are unrelated.